Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081182. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 30731192. UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had high impedances and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be returned.